Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for instrument inspection. After evaluation of the instrument and instrument data, the cse performed a total service call, repaired reagent probe 3 vertical movement errors, calibrated all of the probes, and checked instrument precision. The customer's quality control level iii result was within acceptable ranges at the time of the event, and there were no other discordant hcg results or system errors observed during initial testing. The cause for the four false negative advia centaur xp hcg results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
False negative human chorionic gonadotropin (hcg) results were obtained on four patient samples on an advia centaur xp instrument and considered discordant when compared to repeat test results. The customer realized they had not run quality control levels I and ii when initial testing was performed and approximately 200 patient samples were repeated. Of the patient samples repeated, the customer discovered four discordant results. The samples were run on the same instrument and another advia centaur xp instrument, resulting positive on both. The discordant results were not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant hcg results.